Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that approximately 5 years, 4 months following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency room (ER) with complaints of dyspnea on exertion. Echocardiogram showed an aortic valve gradient increase measured at 16 millimeters of mercury (mmhg) and an increased paravalvular leak (pvl). Two days later an echocardiogram showed severe transvalvular regurgitation. Approximately three weeks later the transcatheter bioprosthetic valve was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b5, h3 - device evaluated/evaluation summary attached updated data: h6 - annex b, annex c, annex d product analysis: review of the device history review (DHR) of the explanted valve, found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No valve implantation procedure images were available for medtronic to review. The device was received inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. All leaflets were tan and flexible. An approximate 15 millimeter (mm) tear was observed on leaflet 3 near commissure 2-3. The tear extended along the stitch line. The adjacent manufacturing sutures appeared intact. A small tear was also found on leaflet 2 at the inferior coaptive area between leaflets 2 and 3. All commissures were thinly encapsulated with glistening off-white pannus. All commissures appeared intact. Leaflets 1 was in a closed position. Leaflets 2 and 3 appeared partially open. Pannus growth and with what appears to be remnant native valve tissue was found on the outer valve surface. Pannus extended up to the outflow margin of attachments. Tan pannus growth adhered circumferentially to the outflow frame. Thick tan pannus adhered to the inflow crown and extended up the inner lumen. A calcification nodule was found on the remnant native valve tissue. Radiography revealed calcification on the remnant native valve. No calcification was revealed on the transcatheter valve. Conclusion: high gradients could be related to valve related factors (degeneration, thrombus, calcification) or non-valve related factors (left ventricular outflow tract obstruction, patient pressures, left ventricular dysfunction). Paravalvular leak (pvl) and aortic regurgitation could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The returned product analysis revealed calcification on the remnant native valve and small tears on leaflet 3 and leaflet 2, which are likely potential contributing factors for these events. However, a conclusive root cause of the high gradients, pvl, and regurgitation occurring 5 years post procedure and resulting in explant could not be determined from the information available. Additional information reported that hemodynamic instability, effusion, and cardiogenic shock occurred during the implant procedure. Hemodynamic instability could be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device instructions for use (IFU). Effusion is a known effect that could occur after cardiac procedures due to procedural complications. Heart failure (of which cardiogenic shock is a form of) is listed in the device IFU under potential adverse events, and could be related to several factors (procedure, patient comorbidities). Per the physician, neither the medtronic valve nor the procedure to implant the valve were contributing factors to right pleural effusion or cardiogenic shock. However, a c onclusive root cause of these events could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, neither the medtronic valve nor the procedure to implant the valve were contributing factors to right pleural effusion, acute kidney injury, or cardiogenic shock.

Event description:
Additional information was received which indicated that following the cardiogenic shock that occurred during the aortic valve repair procedure and the patient was transferred to the intensive care unit (ICU). On this same day, unspecified context to timing of the valve replacement, the creatine level was elevated. A diuretic medication drip was started and changed to a different diuretic injection. Due to worsening creatine, continuous renal replacement therapy (crrt) via dialysis was started. Patient was then switch to hemodialysis. The condition was stable and the patient was discharged to a long-term acute care hospital (l-tach) 20 days following the valve replacement procedure. The cardiogenic shock was considered resolved this same day. Of note, there were no pre-existing kidney baseline issues at the time the valve was initially implanted over 5 years earlier.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b2, b5, d9, h6 the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the original implant depth of this transcatheter bioprosthetic valve was 3 millimeters (mm) at the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). The gradient measured prior to the increase was obtain approximately three weeks before at 10 mmhg. During the tradition aortic valve replacement surgery, the patient became hemodynamically unstable. Extracorporeal membrane oxygenation (ECMO) was placed and fluid was drained from pleural space. Patient was started on vasopressor. A new right pleural tube was place for effusion drainage. 875 milliliters (ml) of fluid were drained. ECMO was decannulated five days following the explant surgery.